Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient was pacing dependent and symptomatic to the noise. The device was reprogrammed and the patient would continue to be monitored.

Event description:
New information on (B)(6) 2018 stated that the patient experienced dizziness and pre-syncope due to the noise.